Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's past medical history included gravida ii, parity 6 ((B)(6) 2005, (B)(6) 2006, (B)(6) 2008, (B)(6) 2010, (B)(6) 2011, (B)(6) 2014(as written) and (B)(6) 2009), miscarriage (1), premature labor (3 month), c-section (5), spinal decompression, heart rate high, bipolar disorder, anxiety and depression. Concurrent conditions included morbid obesity. Concomitant products included cyclobenzaprine, hydrocodone and salbutamol (albuterol). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain / cramping"), alopecia ("hair loss / hair loss"), dysgeusia ("metallic taste in mouth / metal taste"), fatigue ("fatigue"), migraine ("migraines / migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced menorrhagia ("heavy menstrual bleeding / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced weight increased ("weight gain") and ovarian cyst ("cyst on left ovary"). On (B)(6) 2015, 2 years 4 months after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced rash ("rashes"), pruritus ("itching / itchy skin") and anxiety ("psychological or psychiatric problems (anxiety)"). The patient was treated with surgery (bilateral partial salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, alopecia, dysgeusia, fatigue, rash, pruritus, migraine and dysmenorrhoea had resolved and the dyspareunia, menorrhagia, procedural pain, vaginal haemorrhage, anxiety, headache, weight increased and ovarian cyst outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, procedural pain, pruritus, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since having the surgery, plaintiff''s symptoms are mostly resolved. Current weight 215 lbs . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.8 kg/sqm. Most recent follow-up information incorporated above includes: on 28-feb-2018: events- "abnormal bleeding (vaginal), psychological or psychiatric problems (anxiety), headaches, dysmenorrhea (cramping), weight gain, cyst on left ovary, she did not undergo essure confirmation test.", reporter, lot number, concomittant drug, historical condition added from pfs. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a 29-year-old female patient who had essure (batch no. A67114 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's past medical history included multigravida, multigravida ((B)(6) 2005, (B)(6) 2006, (B)(6) 2008, (B)(6) 2010, (B)(6) 2011, (B)(6) 2014(as written) and (B)(6) 2009), miscarriage (1), premature labor (3 month), c-section (5), spinal decompression, tachycardia irregular, bipolar disorder, anxiety, depression, liver enlargement, follicular cyst of ovary, cellulitis, osteitis, drug abuse nos, depression and asthma. Concurrent conditions included morbid obesity and pap smear abnormal. Concomitant products included amoxicillin, beta-lactamase sensitive penicillins (penicillin), cefalexin (cephalexin), clindamycin, cyclobenzaprine, duloxetine, escitalopram, fluoxetine hydrochloride (prozac), gabapentin, hydrocodone, hydroxyzine, ibuprofen, naproxen, panadeine co (tylenol with codeine), salbutamol (albuterol) and tramadol. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain / cramping"), alopecia ("hair loss / hair loss"), dysgeusia ("metallic taste in mouth / metal taste"), fatigue ("fatigue"), migraine ("migraines / migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("heavy menstrual bleeding / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced weight increased ("weight gain") and ovarian cyst ("cyst on left ovary"). On (B)(6) 2015, 2 years 4 months after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced rash ("rashes"), pruritus ("itching / itchy skin") and anxiety ("anxiety"). The patient was treated with surgery (bilateral partial salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, alopecia, dysgeusia, fatigue, rash, pruritus, migraine and dysmenorrhoea had resolved and the dyspareunia, menorrhagia, procedural pain, vaginal haemorrhage, anxiety, headache, weight increased and ovarian cyst outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, procedural pain, pruritus, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since having the surgery, plaintiff''s symptoms are mostly resolved. Current weight 215 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.8 kg/sqm. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: heavy menses. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-jul-2018: quality department mentioned that the reported lot number was invalid. FDA codes were added. No follow-up ptc investigation will be provided incident. No valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), abdominal pain ("severe abdominal pain / cramping"), menorrhagia ("heavy menstrual bleeding"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), fatigue ("fatigue"), rash ("rashes"), pruritus ("itching") and migraine ("migraines"). The patient was treated with surgery (bilateral partial salpingectomy on (B)(6) 2015). On (B)(6) 2015 the patient experienced procedural pain ("painful post-operative recovery"). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, menorrhagia, alopecia, dysgeusia, fatigue, rash, pruritus, migraine and procedural pain outcome was unknown. The reporter considered abdominal pain, alopecia, dysgeusia, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, procedural pain, pruritus and rash to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.